Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 137 to 145 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from trueresult meter to local clinic's meter; observed lower readings with her trueresult meter. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 86 mg/dl and 88 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 137 to 145 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from trueresult meter to local clinic's meter; observed lower readings with her trueresult meter. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 86 mg/dl and 88 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is 09/24/2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.